Event description:
It was reported that a patient underwent a face lift procedure on (B)(6) 2022 and suture was used. During the procedure, the needle got broken in two part during the passage in the abdominal wall. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? Procedure name? No further informations is available. Trade name - irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2022. H3 investigation summary previously submitted, additional code h6 added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 8/3/2022 additional information: d4, d9, h3, h4, h6 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code pdp1923t. It was requested that assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m